Event description:
Patient follow-up was requested from the surgeon, who provided the following additional information. There were no complications during surgery to implant the inlay. On (B)(6) 2017, the inlay decentered inferiorly/nasally and was repositioned on (B)(6) 2017. On (B)(6) 2017, the inlay decentered a second time and was subsequently explanted. The decentrations did not result in decreased bcdva.

Manufacturer narrative:
The explanted inlay was returned to the manufacturer and subjected to visual microscopic inspection and dimensional analysis. The edge thickness and diameter were measured and found to be within specifications. Scratches and debris were observed on the device, but these findings are consistent with findings for corneal inlays that have been explanted since surgical instruments are required to remove the device from the eye and place it in a hydrated storage container for transport. The device history record (DHR) review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Inlay shifts in position is listed in the device labeling as a known potential risk. Complaint reference number: (B)(4).

Event description:
The patient underwent implantation of the raindrop corneal inlay in the right eye on (B)(6) 2017. One month postoperatively, the inlay was noted to be decentered inferiorly and the inlay was repositioned. Approximately one month after inlay repositioning, the inlay decentered a second time and was explanted on (B)(6) 2017. Additional information is being requested.